Event description:
It was reported that during use of a uromax ultra ureteral balloon dilatation catheter, the balloon burst and detached. A second procedure was performed to remove the pieces of balloon. The device was returned and evaluated. It was in 3 pieces, all torn circumferentially (lengths: 7.5cms, 10mm, 15mm). There is 1cm of wrinkled balloon material and the bond at the proximal end of the balloon on the shaft. There is no damage or elongation noted to the shaft. The retrieval procedure was uneventful and the pt is in good condition. All units are pressure tested prior to shipping. Will monitor for trends.